Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® edta 2k had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: ¿the customer reported about low draw of tube."

Event description:
It was reported during use the bd vacutainer® edta 2k had underfill or low draw of a tube with blood. The following information was provided by the initial reporter:¿the customer reported about low draw of tube.¿.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/6/2020. H.6. Investigation: bd received 15 unused samples for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.